Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient: (B)(6). It was reported that suture placement in the right common femoral artery (mildly calcified) access site was attempted with one perclose proglide device using the pre-close technique hole prior to a transcatheter aortic valve implantation (tavi) procedure via an 18f sheath. This patient has a known history of wegener granulomatosis and normocytic iron deficiency anemia. The suture of one perclose proglide device was successfully placed (advanced to the vessel as intended). The tavi procedure was completed. Reportedly post procedure, there was still bleeding at the femoral access site. Two more perclose proglide devices were placed but the bleeding continued. The left femoral artery was punctured to perform prolonged balloon dilatation with a 10 mm balloon through an 8f braided sheath. An 8f bioabsorbable vascular closure device was placed and manual compression was held to achieve homeostasis. The left femoral artery was closed with an 8f bioabsorbable vascular closure device. Pressure bandages were placed on bilateral femoral arteries. After the tavi and access site bleeding, the patient received 2 transfusions of erythrocyte concentrate. The condition resolved the next day. There were no reported adverse patient sequala and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was noted that the perclose devices used were prostyle, not proglide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of hemorrhage is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.